Event description:
Clinician reports that there was an infection, revision and the pt is under control after surgery with membragel, 070.101 lot z5927. Surgery on (B)(6) 2011 with ridge augmentation with bone ceramic and membragel in region 11/12. On (B)(6) 2011, a fistula was discovered and there was a revision. The clinician reports that the bone ceramic is not affected and there was no loss of membragel which is still in situ. The pt is under control/treatment. The heating is very delicate.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within spec.